Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device after a diagnostic procedure. Reportedly, one week post procedure the patient is experiencing hives and bumps around the access site. Benadryl lotion is being applied for relief. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.